Event description:
Customer reported that the device therapy cable had an intermittent connection when the cable was moved near the connector. The device intermittently failed to provide defibrillation energy. There was no patient use associated with event.

Manufacturer narrative:
(B) (4). Customer determined the root cause of malfunction to be the therapy connector and replaced the assembly to repair the device. After replacement of the connector, the biomed observed other discrepancies and contacted physio-control's repair representative. Physio completed other repairs not related to the reported failure and observed proper device operation through functional and performance testing. The device was returned to the customer for use.